Manufacturer narrative:
Sizing issue. No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation. A 04/26/2010 sales representative's e-mail indicates that he is trying to obtain the explanted device.

Manufacturer narrative:
Evaluation summary: reddish brown stains and suture holes are detected in the sewing fabric. No other inconsistencies detected.x-ray.

Event description:
It has been reported that a clinical study patient had to be put under anesthesia for a non-invasive knee manipulation due to arthrofibrosis and restricted range of motion.

Event description:
It was reported, that a 4450, 28mm ring was explanted after implant duration of zero days. The ring was found to be too big, a 26mm 4450 was implanted in it¿s place.